Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a light sensitive drug set. The set would collapse inside the pump cassette which would cause an occlusion alarm and did not allow the correct administration of parenteral nutrition. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h10. H10: the actual device was not available; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Air passage testing was performed on both the samples and no blockages were found. A functional test was performed on one of the retention samples and the flow of liquid was observed throughout the set with no issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.